Event description:
It was reported that the lift switch on the 9900 system would not work during installation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and connectors were re-seated during the service call. The system was tested and found to be working as intended, and put back into service.